Event description:
It was reported that the patient controller was displaying cannot the connect to the generator message. Patent underwent an unrelated procedure and it is unknown if the device was placed in surgery mode or if therapy was turned off prior to the procedure. The ipg was inoperable. Device was reprogrammed, and therapy was restored. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.